Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: terumo executive territory manager. The returned device was only progreat (actual catheter), whose distal end had been severed, and severed piece was not returned. Total length: approximately 1125mm. (From the distal end to the anti-kink protector) since this is the product with the total length of 1300mm, the severed piece was estimated to be 175mm. Appearance confirmation - it had been severed at the distal end . It had been crushed in the vicinity of the severed part. It had been crushed at approx.680mm from the distal end. No anomaly such as crush was found in other parts. It had been abraded at the side of the severed part. It had been torn off in the outer and inner layer of the severed part. It was inferred that it became severed due to the tensile load applied while some hard object came into contact with the involved part. Dimension: the outer diameter of the catheter (normal part in the vicinity of the severed part): it met the factory's specifications. No anomaly was found. History investigation of the involved product code/lot number no anomaly was found in the manufacturing record and shipping inspection record. No similar event was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing records or dimensions of the actual device. As one of the possibilities regarding this case, when progreat was inserted into the body, the involved part was trapped due to some factor and the tensile load was applied under that condition, causing it to be severed. The IFU indicates the following: if any resistance is felt, do not remove the micro catheter system byforce. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval. Ashitaka factory manufacturing process assures the quality of this product by performing the following work and inspections. The product is always flowed with a core wire inserted in the lumen to assure the catheter lumen. In the product assembling process, 100% visual inspection of the outer diameter is performed to ensure that there is no anomaly in the outer diameter of catheter. Before the product packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a sever or crush. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: a microcatheter was positioned to the location of embolization. There was one tortuous portion where several coils were not able to advance despite the physicians attempts to flush catheter and reposition. Once it was decided to remove the microcatheter for an alternative the catheter appeared damaged. Additional information was received on 07dec2025: ashitaka confirmed the tip of the actual sample was severed. Additional information was received on 08dec2025: there was no patient harm and no broken fragments inside the body. Additional information was received on 09dec2025: the progreat was delivered to the location where the physicians want to coil. A coil was delivered successfully, and the next coil did not. It was impossible to determine why, and the physician tried another, however it also would deliver past the tip of the progreat. When the progreat was removed, the physician indicated the tip was damaged.